Event description:
A 6f angio-seal vip was selected for use in the common femoral arteriotomy following a pre-deployment angiogram. During the deployment, no resistance was felt and the entire device came out of the vessel. Bleeding was observed immediately and manual compression was applied. Hospitalization was extended for five days and the patient is in stable condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: no failure detected. The results of the investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath, but was in the front-lock position. The deployment sleeve was able to be moved to the full rear-lock position; positive engagement was verified, and a distinct "click" was heard. The deployment sleeve was secure within the sheath cap. The overall condition is consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the reported event remains unknown. The angio-seal instructions for use (IFU) states that the device cap must be in the rear-lock position prior to deploying the device. The angio-seal instructions for use (IFU) states that if the device pulls out with sheath upon withdrawal, apply manual or mechanical pressure per standard procedure. Examine the device to ensure all absorbable components have been withdrawn.